Event description:
During evaluation of a returned homechoice machine, the product analysis laboratory (pal) discovered an overfill. In the therapy session started in 2008, drain 3, the home patient's ultrafiltration (uf) reading was 1087 ml. This uf indicates that the home patient (hp) drained 1087 ml more than the programmed fill volume of 2500 ml, for a total drain of 3587 ml. Product surveillance contacted the home patient regarding overfill. He stated that therapy has been going well with his new homechoice machine and he has had no further issues. There was no patient injury or medical intervention associated with this report.

Manufacturer narrative:
Additional 510(k) number: k923065. Evaluation summary: the homechoice machine was received and evaluated. Three simulated pt therapies were performed using the patient's therapy settings. During these therapies, no problems were encountered. The device was then tested for volumetric accuracy. This test was performed and the fluid volume delivered to, and removed from the simulated patient for each exchange was within design specs. The device's pneumatic system was monitored and no problems were revealed; all pressures were correct and stable. The cover was opened and an internal inspection was performed. No problems were encountered and all connections were correct and secure. A review of the device's service history revealed this is its first return. No failure or malfunction of the device was observed that could have caused or contributed to the reported difficulty. Based on a review of all available information, the probable cause of this overfill was determined to be insufficient drain due to multiple cycles that advanced to fill when there was a slow or no flow condition detected above the minimum drain volume threshold. The device will be routed to the service area.